Event description:
It was reported that the patient developed an abscess sometime during the (B)(6). 2012 and displayed some episodes of confusion. The patient was seen at the clinic where it was noted that there was some fluid drainage at the lead entry site in the skull (of the left implantable neurostimulator system). The patient was admitted to the hospital to have the entire implantable neurostimulator (ins) system on the left side removed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 3389s-40 lot #v818127 implanted: (B)(6) 2012 explanted: (B)(6) 2012; extension model 37085-60 (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; right side system: neurostimulator model 37603 (B)(4) implanted: (B)(6) 2012 explanted: na; lead model 3389s-40 lot #v818127 implanted: (B)(6) 2012 explanted: na; extension model 37085-95 (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model 37642 (B)(4). (B)(4).

Event description:
Additional information received reported the date of onset of the infection was (B)(6)-2012. Perioperative antibiotics had been administered. The infection was determined to be at the neurostimulator pocket and along the lead track. Cultures revealed (B)(6). The patient also experienced mild language problems and delayed speech. The patient was given intravenous antibiotics and the system was explanted. The event was ongoing.

Manufacturer narrative:
Lead model 3389s-40 lot #v818127 explanted: (B)(6) 2012; extension model 37085-60 (B)(4) explanted: (B)(6) 2012.